Manufacturer narrative:
Product analysis: the closurefast device was returned to medtronic for evaluation. Visual inspection revealed 2 kinks on the device 6.5cm and 58.3 cm from the catheter distal tip. The fep was observed to be melted at approximately 6.5cm and 7.2 cm from the tip. The coil was exposed. Image review: one image was received for evaluation from the customer. A kink and fep damage is noted on the heating element of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast device with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. No changes were made to the parameters of the rfg3. During the procedure, it is reported that the catheter smelled like it was on fire. The catheter was removed from the patient and it appeared to be charred. There was no smoke. No messages were displayed. The catheter coil was not exposed. It is possible that the  fep lining was broken/burnt/bubbled on the catheter. The device was safely removed from the patient and it was replaced to complete the procedure using the dame rfg3. No vessel damage was noted. The vein is reported to have closed. No patient injury reported.